Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. However, the device was received with intermittent button response due to moisture damage keypad traces. The insulin pump was monitored in a 50 c oven for several hours and there was no button error alarm. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm, motor error alarm and high blood glucose levels. Customer's blood glucose level was 567 mg/dl. Customer went to the hospital as a result of high blood glucose levels. Customer had a rash and experienced button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.